Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department for a device check after suffering cardiac arrest and receiving cardiopulmonary resuscitation. Interrogation noted possible oversensing on the right ventricular (rv) lead verse the external pacing from the external pacemaker being used. The interrogation also was unable to confirm capture. The rv lead remains in use. No patient complications have been reported as a result of this event.